Event description:
The event is reported as: customer alleges: during a rib resection surgery a piece of shear tip broke off. The surgeon was able to retrieve the segment that broke off the rib shear with no injury to the pt. The pt current condition is fine.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.